Event description:
It was reported that this patient had a pacemaker and a cardiac resynchronization therapy pacemaker (crt-p) implanted, which caused two marked deflections likely due to biv pacing from the crt-p. Both of these device remain in service. No adverse patient effects were reported.